Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia and the insulin pump's buttons were hard to press. The customer's blood glucose level was 47 mg/dl and 370 mg/dl. The customer also reported that the battery life diminished, received no delivery alarms, rough edge on the top of the insulin pump and display had imperfections. The device will not be returned for analysis.